Event description:
Upon use, blood ran out of a presumed, clean endoscopic ultrasound (eus) scope in the gi lab. Upon investigation, it was found that the wrong connector was used for a new machine (called scope buddy) brought in just this week to clean the scopes. Upon further exploration, we found that this incorrect connector has been used for the last four years, for attaching the eus scopes to the medivator (a machine used to high-level disinfect the scopes). This means that one channel of the eus scopes has been thoroughly cleaned but not disinfected for the last four years. The use of the incorrect connector was at the direction (written and verbal) of the medivator representative.====================== health professional's impression======================for four (4) patients with procedures in the week prior to discovery, one channel of the scope was neither cleaned nor disinfected. For the past four years, all channels were cleaned thoroughly but one channel was not disinfected.